Event description:
Reporter alleged obtaining a discrepant blood glucose result of 585 mg/dl on compact plus system 1 compared back to back with a result of 96 mg/dl on compact plus system 2 when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter discarded the strips used for the result of 585 mg/dl and so, none of that product will be returned for evaluation.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 1. Reference medwatch report with (B) (4) for the suspect device used in system 2.